Manufacturer narrative:
The returned device analysis did not confirm the reported difficult gripper actuation as no issues were noted during device investigation. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaint reported from this lot. All available information was investigated and a conclusive cause for the gripper actuation issue could not be determined in this complaint. However, the reported difficult to remove was an outcome of procedural circumstance/operational context. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a gripper actuation issue and difficult removal it was reporting this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve. An nt clip was inserted, but while in the anatomy, it was noted the grippers were not lowering. Troubleshooting was performed, but the issues continued to occur. Therefore, the clip was attempted to be removed. However, while removing the device, the clip became stuck on the soft tip steerable guide catheter (sgc). Both devices were able to be removed without causing a serious injury. However, it was observed that the soft tip of the sgc had become damage. A new sgc and clip delivery system (cds) were inserted. The clip was deployed on the mitral valve, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.